Event description:
It was reported that a patient underwent a skin closure of the chest after a sternotomy procedure on (B)(6) 2022 and the suture was used. During surgery, the suture broke off and the suture also detached from the needle. The fragments were removed easily without additional intervention. Surgery was delayed three minutes as a result of the event. A like device was used to successfully complete the procedure. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint# (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested and the following was obtained: 1. Could you please confirm if the issue suture breakage and pull off occurred to the three sutures? Yes if not please clarify. Na. 2. How many devices present suture breakage? Three. 3. How many devices present pull off suture needle? Unknown. 4. Could you please confirm if the patient suffer from any consequence due to the issue? If yes please provide more details. None. Associated events submitted via 2210968-2022-06148 and 2210968-2022-06149.